Manufacturer narrative:
Patient information was unavailable from the site. The device was returned to the manufacturer for evaluation. Functional testing; visual/physical examination was performed and the issue was confirmed. The returned straight suction was not able to verify when attached to a known good tracker returning a divot error of 4.4 mm to 4.7 mm. The cause of the issue was due to a damaged tool. Device manufacturing date is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that during the case the straight suction was found to be damaged. A new suction was used to completed the procedure. There was no surgical delay due to this issue, and there was no impact on patient outcome.